Manufacturer narrative:
Physio-control further evaluated the customer's device. Physio-control determined that the cause of the reported issue was that the negative tinsel wire to the negative lug on the speaker wire harness assembly had an open connection. This caused the speaker not to provide sound. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor sent the customer's device to physio-control for evaluation, but did not describe any issue. During device evaluation, physio-control observed that the device had an ok indicator in its readiness display but had no voice prompts when the device was powered on. There was no patient use associated with the reported event.